Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead polarity switch due to low impedance. High thresholds were also noted. A replacement procedure was planned and the lead remains in use. No patient complications have been reported as a result of this event.